Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy off of catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. There was a difficulty noticed when rotating the clip. When attempting to deploy, the tech moved the handle to open and close position however, the clip would not deploy off of catheter. Additionally, an abnormally high resistance was felt before the spool reached the end. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.